Event description:
It was reported that the patient underwent surgery on (B)(6) 2010 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported that the patient continued to experience pelvic pain, recurrent urinary tract infections, hematuria and dyspareunia after laser ablation of mesh. The patient underwent mesh removal on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat bladder prolapse and urine leakage and mesh was implanted. It was reported that patient underwent mesh removal on (B)(6) 2012, and removal of remaining mesh on (B)(6) 2012. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.